Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ultra fast fix t2 did not triggered. All t's were removed. There was no delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.